Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The customer reported through our kit booking specialist an event of breakage of the item involved. The surgeon completed the procedure with another item available in the theatre. No adverse consequences reported. The item was discarded.